Event description:
A customer reported that their device screen was cloudy. There was no reported impact to the customer's blood glucose level. The customer declined follow-up assistance from technical support, and no additional information was received regarding the outcome of the event.